Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information over a year ago that chronic low pacing impedances were noted on this right atrial lead. No additional allegations were noted at that time and all diagnostics were noted stable, therefore no remedial action was performed. Recently, however, repeated noise was noted on the lead along with the ongoing impedance issue. The lead and non boston scientific pulse generator were reprogrammed to a vvi setting until the issue can be further investigated at the next device changeout. No adverse patient effects were reported.